Event description:
Allegedly the patient is experiencing mom complications (left). Additional information received from litigation (B)(6) 2017. Allegedly the patient is revised due to mom complications. Added explant date.